Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "the aerogen nebulizer was running and the ventilator log shows "nebulizer continuous" at a specific time. Over the course of the day, the nebulizer seems to have been turned off without anyone manually depressing the nebulizer button. At a different time stamp, the log says "nebulizer on". Nowhere in between did the it say nebulizer off as it would if the button was pushed. Is there a ventilator maneuver that would turn off the nebulizer? Times in question - march 31 21:00 until april 1st 21:00:50. On march 31st, it says nebulizer continuous, on april 1st at 21:00 it says nebulizer on. Unsure when the nebulizer went off in between. There was no time limit set to the nebulizer."

Event description:
Hamilton medical ag received the following incident description: "the aerogen nebulizer was running and the ventilator log shows "nebulizer continuous" at a specific time. Over the course of the day, the nebulizer seems to have been turned off without anyone manually depressing the nebulizer button. At a different time stamp, the log says "nebulizer on". Nowhere in between did the it say nebulizer off as it would if the button was pushed. Is there a ventilator maneuver that would turn off the nebulizer? Times in question - march 31 21:00 until april 1st 21:00:50. On march 31st, it says nebulizer continuous, on april 1st at 21:00 it says nebulizer on. Unsure when the nebulizer went off in between. There was no time limit set to the nebulizer."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.